Event description:
On 06-oct-2025, the report was received via a medwatch provided by the FDA center of devices and radiological health (mw5176882) regarding a consumer of unknown age and sex in association with a thermacare menstrual heat wrap. On an unspecified date the consumer applied a thermacare menstrual heat wrap for an unspecified indication. Within an hour of applying the product, the consumer instantly felt pain. The heat wrap(s) were removed, and the skin was taken off. The lower abdomen was noted to have a burn. No additional information was provided.

Manufacturer narrative:
There is limited device specific information provided, and no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burns and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error, and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.